Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that he spoke to the customer and the customer stated that he had the emergency medical services come to his house this year due to experiencing low blood glucose. The customer also mentioned that he had issues with carelink and stopped using the sensors because they were not working for him. Attempt to contact the doctor were made to obtain details but the customer could not be reached.